Event description:
The reporter stated the surgeon used a cq2015 collamer three piece lens. Lens was returned damaged. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Results - (other): visual inspection of the returned product found lens optic torn. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)